Manufacturer narrative:
Date sent to the FDA: 12/12/2016. This medwatch report # 3005075853-2016-06804 is not malfunction reportable. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# hpb841, batch# kjh899. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. A photo of the product upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during the verification process, the suture product code had a different description on the label as compared to what was used by the hospital previously. It has been noticed that the same code has two different needle types as seen on the pictures. The commonly used needle is trocar point needle but the description now mentions cutting instead of trocar point. No further information is available.